Event description:
The customer reported that there was pressure leakage from the cuff. A non-routine replacement of the tube was required.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.